Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 25-aug-2017 a field service engineer (fse) checked for the correct placement of the filter and tightness of the screw on the injection valve and ran pump1. No leaks were observed; however, the pressure was 12.35 mpa (ideal pressure should be ~6-9 mpa). The fse reversed the column pressure to 13.5 mpa, replaced the column, and ran the pump for 3 minutes. The pressure held stable at 8.07 mpa. The fse powered down the analyzer, then allowed analyzer to go through normal power up procedure and ran several patient samples without any issues. A 13-month complaint history review for serial (B)(4) found two (2) similar complaints during this time period, including this event. The g8 operator's manual states under chapter 2 that ~6-9 mpa is the ideal pressure, however, every instrument is slightly different and the combination of different columns with different instruments may sometimes show a slightly higher or lower pressure than the ideal 6-9 mpa. Some judgment may be necessary. On the column inspection report is a pressure specification, i.e., 5.1 mpa. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was attributed to defective column.

Event description:
On (B)(6) 2017 a customer reported getting 708 x1-axis error messages when running patient samples. The customer also reported high pressure issues and unstable retention time due to leak at the filter. The customer was unable to get patient results due to the unstable retention time. On 25-aug-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.